Event description:
Pt was revised due to loosening of the femoral, tibial and patella components.

Manufacturer narrative:
Exam was not possible as no product was returned. A search of the complaint database did not find any add'l reports for the product code/lots provided. The investigation could not verify or identify any evidence of product contribution to the reported event. The initial report states that bone loss was evident in the femur and tibia, which may have been a contributing factor. The investigation did not identify a need for corrective action. Should add'l info be rec'd, the complaint will be reopened. Depuy considers the investigation closed.